Event description:
It was reported that pump malfunction occurred. The customer could not confirm the fault ID because they reset the pump on their own prior to contacting technical support. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.